Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.

Event description:
New information notes, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.9-14.2cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasion was also found at 19.8-20.5cm from the distal tip. The etfe coating was intact at these locations.